Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported his boss's son, customer, obtained lower readings "constantly 100 points less sugar level," compared to the hospital meter. On (B)(6) 2019, obtained a scan on190mg/dl and the customer could not eat for "26 hours" and had symptoms of vomiting, dizziness, and a loss of 5kg within 2 days. On (B)(6) 2019, the customer was admitted to the ICU where a blood glucose of 390mg/dl was obtained on the hcp meter. The customer was diagnosed with dka and treated with an unknown liquid by the hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caller reported his boss's son, customer, obtained lower readings "constantly 100 points less sugar level," compared to the hospital meter. On (B)(6)2019, obtained a scan of 190mg/dl and the customer could not eat for "26 hours" and had symptoms of vomiting, dizziness, and a loss of 5kg within 2 days. On (B)(6)2019, the customer was admitted to the ICU where a blood glucose of 390mg/dl was obtained on the hcp meter. The customer was diagnosed with dka and treated with an unknown liquid by the hcp. There was no report of death or permanent injury associated with this event.